Event description:
It was reported that a patient experienced a significant increase in seizures over the past 2 to 3 months. Device diagnostics were performed and were within normal limits. The patient's programmed settings were adjusted in an attempt to help with seizure control. Good faith attempts to obtain additional information have been unsuccessful to date.